Event description:
It was reported that the controller's language got changed and went blank and unresponsive. Patient also stated they were in pain right now. During the call there was a static and agent offered to call back the patient. Agent called back the patient multiple times but the call did not go through. Patient does not have a voicemail. Additional information was received from a patient (pt). It was reported that the controller is showing another language for 'awhile'. Pt then stated last night, the controller 'cut off' and said to call medtronic. Pt stated they have not been able to get anything. Pt had their son assist with resetting the controller. After the reset, pt saw screen [79]. Agent reviewed controller has to charge before addressing language correction. The pt then stated that the issue is not with charging the controller, they have issues charging the implantable neurostimulator (ins). Pt stated they feel like something happened to the battery in their body. Pt stated they used to have a bulge and now, it is flat. Pt stated for 'over a month it is not doing anything'. Agent asked - pt stated they did have a fall. Agent will call pt back later today to address language change + ins charging issue. Agent made outbound call to the pt - pt stated controller is still in another language. When pt unlocked controller, they saw no device found screen. Pt again reiterated that they feel like there has been damage to the ins battery for over a month. Agent redirected to the patient to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745nt (serial: (B)(6)); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.